Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 312 mg/dl. Customer has attempted to treat their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump did not alarm at 5 units during a high pressure test. The customer also did not observe insulin exiting. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.